Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h7, h9 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Update d4. This report is being supplemented to provide correction to the initial MDR and results of final investigation. The correct registered site is brooklyn park, not aomori. The registration number is 3011050570. D3 and g1b have been corrected accordingly. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe was broken at 15.96 mm from its distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of a radical prostatectomy procedure, the right branch of the grasping section of the ultrasonic surgical device was noted to be missing. The patient experienced the onset of uroperitoneum unrelated to the presence of the device piece, and therefore a second surgery was performed approximately 48 hours later during which the lower branch segment was recovered from the patient¿s abdominal cavity with forceps.